Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: during investigation, the pump¿s history was reviewed and showed the last basal delivery was on (B)(6) 2014. The black box and alarms history showed no activity outside of normal use. The last bolus delivery was 0.05u ¿ez-carb¿ on (B)(6) 2014. The total daily doses calculated correctly and equaled the programmed basal target. The pump was exercised for 24 hours with no delivery interruption and was found to be delivering accurately. The ¿ez-bg¿ calculation was calculated manually and then on pump with same results. The device was found to be performing within specifications. The history settings issue was not able to be duplicated during investigation. There was no defect found.

Event description:
On (B)(6) 2014, the reported contacted animas and alleged that the pump had recommended an incorrect amount of insulin. Reportedly, the pump recommended 3.8 units and should have been 1.1 units. There was no adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.